Manufacturer narrative:
This prod has been returned for eval and testing, however the failure analysis report is not yet completed. Add'l info will be sent within 30 days upon receipt.

Event description:
Report rec'd indicated that during procedure, the needle was unable to fully retract. The device was prepped and clinically used following the instructions for use (IFU). The cannula actuation was verified during prep. The catheter was straight without slack during prep and device usage. The procedure was being performed on a totally occluded right superficial femoral artery (sfa) lesion. A cross over technique was used. The reported device (otb) was advanced over the guidewire. Left femoral access was made through a 7f sheath. The physician continued to go up and over the bifurcation pass to the otb catheter and down to the right superficial femoral artery. The physician proceeded to deploy the needle after the tip of the guidewire was retracted within the catheter and the otb catheter was in positioned correctly. However, when attempts were made to retract the needle, the needle would not retract. Subsequently the physician took the deployment handle apart and by pulling on one of the mechanisms within the handle with a hemostat, the needle retracted and device was retrieved from the pt. The case proceeded well without any adverse consequences to the pt.